Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, oversensing and inappropriate mode switch due to noise was noted on the atrial lead. Noise was reproducible during provocation testing, however, the physician chose to not perform intervention at this time. The patient was stable and will continue to be monitored.